Manufacturer narrative:
On 12-dec-2024, additional information was received indicating the patient fully recovered, however, required extended hospitalization. On 26-dec-2024, the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is the procedure and that heparin-induced thrombocytopenia may have occurred and thrombus may have formed and blocked the stent site which had already been implanted. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro and the patient experienced st elevation that required emergency percutaneous coronary intervention (pci). St elevation was observed approximately 2 hours after the start of the procedure. Emergency pci was performed and the procedure was terminated. Patient improved. The physician's opinion on the cause of the adverse event is that it was procedure related and that heparin-induced thrombocytopenia may have occurred. A thrombus may have formed and blocked the stent site which had already been implanted (history of pci in 2007 and 2014). No abnormalities were observed prior to or during use of the product.